Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon use of the involved angio-seal device the anchor seemed to deploy as normal; however, when tamping the tamper tube, there was no resistance as if there were no collagen plug. Manual pressure was applied for a short time and hemostasis was achieved. The procedure was successful, and the patient was in stable condition. The procedure was a right heart catheterization, diagnostic only. Additional information was received 13aug2019. An ultrasound was utilized for access, a pre-deployment angiogram was not performed. There was no additional intervention at the puncture site. A 5fr sheath was used.